Manufacturer narrative:
A specific root cause could not be identified. Follow up with the customer confirmed after cleaning the samples probe, no further issues were detected. The issue appeared to have been resolved by the maintenance actions.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for two patient samples. Of the data provided only the prea prealbumin results for one patient sample were a reportable malfunction. The initial result was 8 mg/dl. The sample was repeated and the results were 24 mg/dl and 9 mg/dl. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 274189. The expiration date was requested but was not provided. Based on analysis of the provided reaction curves, it was suspected the sample volume was too low.